Event description:
It was reported that the patient presented to the hospital for pacemaker system extraction due to infection. The device and leads were explained without complication. The source of the infection was not known. The physician did not allege that the infection was pacemaker system related. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref report: mw5164143.